Event description:
It was reported that the failed volume test over supply 20ml infusion 23ml. The event occurred during preventive maintenance and there was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis in overall good condition. It was reported device failed volume test over supply 20ml infusion 23ml. The reported problem was not related to a previous repair. Functional and accuracy testing were performed. Pump delivered a final result of 21.4ml which is within tolerance of 18.2-22.2ml. Pump passed functional and accuracy testing.